Event description:
The healthcare professional reported that during an endovascular embolization procedure, the stent component of the 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device (vrd) (enc452800 / 6920543) was impeded in the middle part of the 150cm x 5cm prowler select plus microcatheter (606s255x / 30704042) and could no longer advance. The physician tried to withdraw the stent, but it could not be retracted. The physician then withdrew the stent and the microcatheter together and switched to new devices to complete the procedure. There was no report of any patient injury or complication as a result of the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. (B)(6) medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6920543. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of 2 products involved with the reported complaint. The associated manufacturer report number is: 3008114965-2022-00398. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 25-aug-2022. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00397 and 3008114965-2022-00398. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 21-jun-2022. [Additional information]: on 21-jun-2022, additional information was received. The information indicated that the procedure was a stent-assisted vascular intracranial aneurysm embolization. Adequate, continuous flush was maintained through the microcatheter. No other similar device had gone through the same microcatheter without issue. The stent / stent delivery system did not appear damaged. The stent component was reported as no longer still on the delivery wire when it was removed from the patient. Nothing unusual was noted about the system prior to use and nothing was noted to be obstructing the microcatheter. There was no resistance friction during the enterprise introduction / insertion through the microcatheter. There were no visible kinks observed on the microcatheter. There was no resistance experienced when the guidewire was being advanced through the microcatheter. The reported event did not result in a clinically significant delay in the procedure. The procedure was completed using another 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device (vrd) (enc452800) and 150cm x 5cm prowler select plus microcatheter (606s255x). This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00397 and 3008114965-2022-00398. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during an endovascular embolization procedure, the stent component of the 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device (vrd) (enc452800 / 6920543) was impeded in the middle part of the 150cm x 5cm prowler select plus microcatheter (606s255x / 30704042) and could no longer advance. The physician tried to withdraw the stent, but it could not be retracted. The physician then withdrew the stent and the microcatheter together and switched to new devices to complete the procedure. There was no report of any patient injury or complication as a result of the reported issue. On 21-jun-2022, additional information was received. The information indicated that the procedure was a stent-assisted vascular intracranial aneurysm embolization. Adequate, continuous flush was maintained through the microcatheter. No other similar device had gone through the same microcatheter without issue. The stent / stent delivery system did not appear damaged. The stent component was reported as no longer still on the delivery wire when it was removed from the patient. Nothing unusual was noted about the system prior to use and nothing was noted to be obstructing the microcatheter. There was no resistance friction during the enterprise introduction / insertion through the microcatheter. There were no visible kinks observed on the microcatheter. There was no resistance experienced when the guidewire was being advanced through the microcatheter. The reported event did not result in a clinically significant delay in the procedure. The procedure was completed using another 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device (vrd) (enc452800) and 150cm x 5cm prowler select plus microcatheter (606s255x). The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4.5mm x 28mm no distal tip enterprise® vrd was received contained in the decontamination pouch. Visual inspection was performed. It was observed that the stent remained inside the introducer. No visible damages were noted. The entire device length was inspected under magnification. It was noted that the introducer was damaged at the distal tip. Also, the delivery wire was found to be damaged; the concentric loops were observed elongated at the section where the stent is attached. The stent was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). An attempt was made to move the delivery wire through the introducer; however, this was not possible. The damages noted on the delivery wire did not allow for the advancement. The delivery wire got stuck and functional testing could not be conducted. The damages previously described could result from the manipulation required to advance through the introducer in an attempt to overcome the impeded condition felt. Is possible that force may have inadvertently been applied. However, the complaint documented that the stent became stuck in the microcatheter, not the introducer; the exact time when this condition occurred could not be determined. The stent component was reported as no longer still on the delivery wire when it was removed from the patient; however, the stent was received still attached to the delivery wire. A follow-up was performed to clarify the product received and the issue documented in this complaint file; however, no further information could be provided. The conditions of the received device do not match the conditions reported in the event description. With the information available, there is no indication that the issue reported in the complaint results from a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6920543. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is met during manipulation, determine the cause of resistance before proceeding. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00398. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.